Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. A batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for air in the patient line was not confirmed due to lack of sample. The patient was going to resume dwell and noticed a small air gap in the patient line. The cause was undetermined. This review finds the labeling adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Renal quality engineering, along with plant quality and manufacturing personnel will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.

Event description:
A customer contacted baxter's technical service center regarding a home patient (hp) who had disconnected during dwell while using the home choice (hc). The hp was going to reconnect to resume dwell and noticed a small air gap in the patient line. The technical services representative (tsr) advised the hp that the hc would go into drain and the air gap would be pulled away from the hp. Product surveillance contacted the hp on (B)(6) 2011 regarding the air in the tubing. The hp stated she disconnected during dwell and when she came back there was air in the patient line. During disconnection, the hp used the incorrect cap on the patient line. The hp stated she did not reconnect to the line and started over with new supplies. The hp stated she resumed therapy without any problems on the cycler. There was patient involvement. No patient injury or medical intervention was reported.